Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during pre-cardiopulmonary bypass, the cooler heater unit was not cooling, it just melts the ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.